Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine follow up, interrogation revealed an alert for upper out of range high voltage lead impedance. The lead was capped and replaced. The patient condition is good. The patient was discharged from the hospital.